Event description:
Hospital personnel responded to a patient, condition unknown. The patient was connected to the device with disposable defibrillation/ECG electrodes in the anterior/posterior position through a defib adapter. According to the reporter, the device did not transfer energy to the patient. The defib adapter was removed and standard hard paddles used to successfully transfer energy to the patient. No adverse affects to the patient were reported as a result of the alleged malfunction.